Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of 460 mg/dl. Customer was sent to the ER by his healthcare professional due to high blood glucose. The customer experienced symptoms such as headache, dehydration and confusion. The customer was treated while in the hospital. The customer was wearing the insulin pump during the hospitalization. Customer declined high blood glucose troubleshooting. Customer also reported that the insulin pump had a keypad anomaly and his act button was unresponsive. Customer also reported that the insulin pump buttons would scroll without the user's input. Keypad anomaly troubleshooting was performed and confirmed that the time was advancing. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Pump passed functional testings including displacement test, rewind test, basic occlusion test, occlusion test, prime test and excessive no delivery test. Unit passed the delivery accuracy test. Unit was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. Unit was received with intermittent esc/act button response due to flattened esc/act button dome switch. No moisture damage on keypad traces noted. Keypad connector was fully locked. Unit was received with cracked case at display window corner, minor scratched lcd window, cracked battery tube threads, broken belt clip slot at battery tube threads area, cracked reservoir tube lip, scratched reservoir tube window and stained end cap sticker.